Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's nurse reported via email that they received a motor error alarm. The customer's blood glucose was 134 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.